Manufacturer narrative:
The reported complaint of the autopulse displayed system error, out of service, revert to manual CPR "error message was confirmed during the initial functional testing and in the archive review. The issue was attributed to the brake gap was out of specification and the gap could not be re-adjusted to within specification and the gap could not be re-adjusted due to the screws would not lock into the encoder shaft dimple locking wells and caused the brake to disengage which caused the drive train motor not to function properly . The drive train motor was replaced to remedy this issue. Visual inspection was performed and found no damage noted upon receipt. The encoder shaft was noted to be hard to rotate and exhibits binding and resistance. The clutch plate was replaced to remedy this issue. Archive review showed system error 139- unable to hold compression position occurred on (B)(6) 2017 and not on the reported event date of (B)(6) 2017. Functional testing was not performed due to autopulse displayed system error message upon powering up the device. Following service, including replacement of the drive train motor and the clutch plate, the autopulse passed the final functional testing with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint ((B)(4)) reported on 07/08/2015 for autopulse with serial number (B)(4). The drive train motor was replaced to remedy the complaint.

Event description:
It was reported that the autopulse displayed "system error, out of service, revert to manual CPR" error message. It is unknown if the issue occured during shift check or patient use. No patient involvement was reported.